Event description:
The customer reported that his olympus 4k camera head was producing an e224 scope communication error and presenting a dark image during a cholecystectomy procedure. According to the initial reporter, the procedure was completed using the subject device without any delays or harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. An e224 error message was present due to a faulty cable unit. The brightness of the image as confirmed low, and the rear cover packing was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of why the cable was faulty could not be determined. Olympus will continue to monitor field performance for this device.